Event description:
It was reported that the patient had problem with the punch in the package. The catheter was not punched out right. Per follow up via phone on(b)(6_,customer reported that the di-cuts on the packaging were not cut all the way through and some circles were cut in half leaving only a half moon. These miscuts caused debris accumulation and pieces of miscut packages fell everywhere.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿die worn or not set up properly¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue therefore, no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had problem with the punch in the package. The catheter was not punched out right.